Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The product was not returned as it remains implanted. The patient is worried they may be having an allergic reaction to the lens material. The company lens material does not contain poly propylene glycol as a component. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available . The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced severe dryness and irritation, headache as the patient is allergic to propylene glycol. Hence her doctor provided her additional drops to use.